Event description:
(B)(4). So many side effects. Hair loss, anxiety and depression, panic attacks, bloating, heart palpitations, headaches, tingling and numbness in hands and feet, fatigue, weight gain, mood swings, metallic taste when eating. And more side effects.

Event description:
(B)(4). I was implanted in (B)(6) 2010. Covered by insurance as well. Had the dye test 3 months later too.